Manufacturer narrative:
The insulin passed displacement test, rewind and basic occlusion test. No motor error alarm noted during testing. The insulin pump was unable to prime during prime test due to faulty force sensor. The motor was tested outside of the insulin pump and passed. The insulin pump was unable to perform the occlusion test and excessive no delivery test due to prime/fill anomaly. The insulin pump was received with cracked reservoir tube lip, minor scratched display window, scratched reservoir tube window and cracked case at display window corner.

Event description:
It was reported that the insulin pump alarmed motor error after the battery was changed. It was also stated that the insulin pump kept shutting off with a motor error showing up on the screen. The blood glucose reading was 489 mg/dl. No significant events leading to the alarm were observed. Advised discontinuation of the insulin pump and to revert to their back-up plan. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.